Manufacturer narrative:
F2. Medwatch form submitted. H.10: return product analysis confirmed the deflation difficulty stated in the complaint. Examination of the catheter shaft revealed a kink that partially blocked the flow to and from the balloon. A leak between the shaft lumens was also noted. There did not appear to be any material or manufacturing deficiencies that would have contributed to the event.

Event description:
It was reported that during a ptca procedure, difficulties were encountered removing the catheter. Upon removal, it was noted that the balloon material was missing. The pt was sent to surgery. The pt status is listed as "ok".